Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure during warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported that while going through the 2-hour sensor warmup, her sensor had a sensor fail message. She was not feeling well, did not know what her glucose levels were, and did not check her readings using a fingerstick. She was taken to the hospital by ambulance where she was informed that her blood glucose was rapidly dropping, although no specific values were provided. She was given juices and food to keep her blood glucose up. No other medical intervention was provided. At the time of the report the patient stated she was in good condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.